Event description:
I had lasik surgery, using ex500 wavelight (advanced planoscan iris recognition) about 18 months ago. After about a week, my vision was perfect. After a few months, my eyes felt only a little dry but otherwise great. About 9 months later, I poked my right eye and had pink-eye symptoms for about 4 days. I didn't see a doctor for it because I believe pink eye usually naturally heals if left alone. After that pink-eye episode, I've had chronic severe dry-eyes symptoms for 9 months. Ophthalmologists say it's just dry-eye, and prescribed restasis and daily hot compress to encourage oil flow. I've been doing that for 4-5 months and my condition is a bit improved but not all where I'd like to be. I've been wearing swimming goggles for the last 3 weeks, which greatly eases my pain. For the last 5 months, I've also been feeling unusually very low-energy and fatigued and unable to get up until I've had a strong, hot meal and waited a bit to recover. I've been known as a pretty active person. I've had to quit my job and I've been unable to work. I thought complications were only a possibility if lasik was performed using poor methods, but it seems the very activity of cutting the cornea is an essentially dangerous activity that should be entirely avoided, if possible.